Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the femoral artery. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and pre-dilatation was completed with a different device. A 2.50 x 28 synergydrug-eluting stent was then advanced but failed to cross the lesion. Subsequently, a 2.50 x 20 synergy drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with two shorter bsc stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Tactile inspection revealed numerous kinks in the hypotube. The distal tip, balloon, markerbands, and proximal shaft were microscopically examined. Microscopic examination of the balloon material revealed two pinholes directly over the proximal markerband, and additional damage to the balloon (scrape) measuring approximately 2mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the femoral artery. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and pre-dilatation was completed with a different device. A 2.50 x 28 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Subsequently, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with two shorter bsc stents. No patient complications were reported and the patient's status was stable